Event description:
Patient has triathlon knee and presented with hyper extension and laxity. Surgeon removed implants and prepared patients knee for triathlon ts. Upon trials being in, surgeon recognized that the knee was still unstable and revised the knee to an mrh hinged knee

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding instability due to malpositioning of the tibial baseplate involving a triathlon insert was reported. A review of provided x-rays indicate the root cause of the instability is due to the mal-position of the tibial baseplate. This clinical situation is due to procedure-related factors and there is no evidence to suggest that the reported triathlon insert contributed to the event of instability. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient has triathlon knee and presented with hyper extension and laxity. Surgeon removed implants and prepared patients knee for triathlon ts. Upon trials being in, surgeon recognized that the knee was still unstable and revised the knee to an mrh hinged knee